Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels with a reading of 450 mg/dl. The customer did not know why she was not getting insulin. She stated that she was unsure of whether it was the insertion site or the infusion set. She was able to resolve the issue with an infusion set change. She recalled that she did not receive any alarms at that time. At the time of the call, she observed that she was wearing the insulin pump and reported that it was working. The most recent blood glucose reading was 130 mg/dl. Nothing further reported.